Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was observed to be undamaged. The pod data showed no alarms, timeouts, or drive stalls. The pod deactivated after running 1750 pulses. The needle mechanism assembly showed no damages or deficiencies that would result in the cannula retracting. No problem was found regarding the reported cannula retracted event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was observed to be undamaged. The pod data showed no alarms, timeouts, or drive stalls. The pod deactivated after running 1750 pulses. The needle mechanism assembly showed no damages or deficiencies that would result in the cannula retracting. No problem was found regarding the reported cannula retracted event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose level rode to 400 mg/dl. The pod was worn on the abdomen, between 37 and 48 hours.